Event description:
Lead management case to extract one sjm 7000 rv lead (impl. 90mo) due to malfunction. The physician prepped the lead and attempted to insert an lld ez into the lead but was unable to obtain luminal access past the tricuspid, so an lld #1 was successful chosen and inserted into the lead. All conductor wires and insulation was secured externally with a ticron suture. Lasing began with a 14f glidelight but noticeable difficulty in progression was noted at the mid svc coil. The glidelight was able to obtain access past this point but again reached resistance at the distal svc coil. Once the physician was able to overcome this resistance a drop in blood pressure and a significant pericardial effusion was noted. A sternotomy was performed successfully repairing a tear of the svc at the ra junction. The CT surgeon reported that the svc/ra area was very thin and nearly translucent, leading the surgeon to believe that patient anatomy was the primary cause of the tear. The lead could not be removed from a surgical approach, so the physician successfully completed the extraction using an 11f tightrail without further complication. The patient survived the intervention.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
This follow up is to provide the (B)(4).